Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level on insulin pump. Customer's blood glucose value was 500 mg/dl and came down to 350 mg/dl and later check blood glucose value was at 227 mg/dl. Customer declined troubleshoot for high blood level. The product was returned for analysis.